Manufacturer narrative:
Retainer ring black. On (B)(6) 2021, legal pump. The insulin pump was received with constant pump error 38 alarm during the rewind test. Pump error 38 was confirmed in the formatted history file on (B)(6) 2021 at 09:19:21.000 and at 09:19:44.000. During visual inspection, no moisture damage noted on the electronic assembly or on the force sensor. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to constant pump error 38 alarm. The insulin pump passed the sleep current measurement, active current measurement and self test. The following were noted during visual inspection: minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump was received with constant pump error 38 alarm during the rewind test due to moisture damage on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Unit received with constant insulin pump error alarm during the rewind test due to moisture damage on the motor assembly. During visual inspection, no moisture damage noted on the electronic assembly or on the force sensor. Unable to perform the prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the data accuracy test due to constant insulin pump error alarm. Unit passed the sleep current measurement, active current measurement and self-test. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
Medtronic legal received information on february 8, 2021 that the device was under this legal hold notification. No details of the alleged device malfunction was provided. The insulin pump was returned for analysis.